Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the light guide cable coating damage, the angle wire play, the ccd drive pcb corroded, the lg connector corroded, the nozzle gluing missing, the junction case leak, the root brace rubber (lg connector) cut, the objective lens scratched, the water jet tube dirty, the down pulley wire rupture, and the left pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).